Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) right atrial (ra) lead were exhibiting high pacing impedance measurements greater than 2,000 ohms. There was also baseline noise on the ra channel that resulted in a small amount of oversensing. An atrial threshold test was performed in aai mode which produced appropriate threshold measurements. After the test, the baseline noise resolved. A manual lead impedance test was performed which reported normal values around 700 ohms. Attempts to reproduce the out of range pacing impedance measurements were unsuccessful. The patient was in chronic atrial fibrillation. The physician reprogrammed the device to vvir mode. There were no additional plans for intervention. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.